Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to d6b: explant date updated to (B)(6) 2026.

Event description:
It was reported that review of remote monitoring data revealed that this implantable cardioverter defibrillator (ICD) was explanted and replaced after less than one year of implant. No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) defibrillation lead was explanted due to out-of-range shock impedance measurements. The implantable cardioverter defibrillator (ICD) was also explanted, and the patient underwent a system upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The ICD will not be returned, as it was retained by the hospital.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that review of remote monitoring data revealed that this implantable cardioverter defibrillator (ICD) was explanted and replaced after less than one year of implant. No additional adverse patient effects were reported.